Event description:
It was reported that the customer was hospitalized for hyperglycemia with ketones and blood glucose of 300 mg/dl. The customer's mother stated that the customer had high blood glucose levels and had been receiving excessive no delivery alarms prior to the event. The customer's mother mentioned that the customer was new to pump therapy. The customer's mother stated that the customer met with the emergency room doctor and her diabetes doctor and that they determined the insulin pump to have malfunctioned. The customer's mother also stated that the customer went through that whole box of infusion sets and reservoirs within a week and that she had been using the incorrect insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.